Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised pressing the e-stop button and attempting the removal again. While the tse was providing instructions for the irk, staff reported that the surgeon used another instrument to straighten the jaws, allowing them to successfully remove the instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were unable to remove the instrument from universal surgical manipulator (usm)2. Prior to calling, they attempted to use the emergency release tool but noted that the instrument jaws might be broken and were not responding as expected. The customer informed the tse that they did not press the e-stop button before using the instrument release kit (irk). The tse advised the customer to press the e-stop button and attempt the removal again. While the tse was providing instructions for the irk, the customer reported that the surgeon used another instrument to straighten the jaws, allowing them to successfully remove the instrument. The tse advised the customer to call back if they encountered any further issues. The procedure was completed with no reported injury. Additional information was requested from the customer, but no follow-up response was received. It remains unknown if there was tissue within the jaws of the instrument at the time of the event.